Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_ext, serial#: unknown, product type: extension, ubd: unknown, UDI#: asku. Product ID: neu_unknown_lead, lot#: unknown, product type: lead, ubd: unknown, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. The patient had a wound infection behind the ear and returned to the hospital for treatment. The patient recovered after infusion at the hospital. There were no expert opinions available. All products of the body were allegedly involved with the event. Effective measures were taken. It was unknown what troubleshooting was done. The patient was in normal treatment at the time of the report. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the patient initially recovered however the infection occurred again. The healthcare provider (hcp) advised the patient to have the device explanted if the infection keeps occurring. It was unknown if there was more than a 50% reduction in symptoms. Effective measures had been taken in the form of back surgery. Troubleshooting was unknown. The patient was currently going to the hospital daily for debridement and injection treatment. No further complications were reported as a result of this event.

Manufacturer narrative:
B3: only the year is valid. The exact event date is not known. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2018. Product type extension, product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2018. Product type lead, product ID 3708660, serial# (B)(4), implanted: (B)(6) 2018. Product type extension, product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2018. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.